Manufacturer narrative:
(B)(4). No product was returned for evaluation and because a serial number was not provided, a manufacturing review could not be performed. The reported event was a software issue and resolved by over the phone by baxter technical services. A CAPA investigation is in progress to address the reported issue. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to baxter technical support that after restoring the abacus software database, incorrect compounding orders were pulled when scanning the abacus created labels. None of these orders were processed. This issue was resolved by baxter technical services by having the customer manually increment the order number beyond the last order saved in the abacus database. There was no patient involvement. No additional information is available.